Event description:
Ous MDR - after an implantation time of about 5 months, an increase in the pacing threshold and loss of sensing were reported. The lead was explanted and returned to biotronik for analysis. No deterioration of the patients state of health was reported. The lead was returned.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. The visual inspection showed a stretched outer conductor helix from 54 cm distal of the is 1 connector pin on, which is probably the result of the explantation process. The analysis did not show any other deviations that could be related to the clinical complaint. There were no indications of a material defect or a manufacturing error.